Event description:
The patient received a cypher select stent (size unknown). The patient later had unstable angina, was hospitalized and had a percutaneous coronary intervention on the target vessel. No additional was given.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.